Event description:
During an infusion the patients's blood pressure dropped, and when the nurse attempted to halt the pump, it did not stop infusing. It was noted that the patient received a bolus of medication. Additional medication was given to stabilize the patient. No other resultant patient consequence was reported.